Event description:
According to the customer, on (B)(6) 2025 during a "colposcopy" there was "possible inability for device to completely close-allowing samples to be removed" during a biopsy which led to "bright red bleeding".

Manufacturer narrative:
According to the customer, on (B)(6) 2025 during a "colposcopy" there was "possible inability for device to completely close-allowing samples to be removed" during a biopsy which led to "bright red bleeding". The customer reported the estimated blood loss was greater than "125ml" and the patient was required to be "put under general anesthesia" for "removal of biopsy tissue in the or and hemostasis of bleeding colposcopy site". The customer reported as of (B)(6) 2025 the patient was "doing fine". No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.